Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 32 mg/dl at the time of the incident. The customer was at 180 m/dl after treatment, and 327 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer was not eating on time. The customer was wearing the insulin pump during the incident. The pump was delivering on auto mode at the time of the incident. Troubleshooting was completed and the customer will monitor the pump. The customer reported a bent sensor cannula and sensor updating issues. The insulin pump will not be returned for analysis.